Event description:
It was reported that the pt was revised due to tibial loosening.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: operative notes, x-rays, and other medical history documents were received. The medical records and surgical notes were reviewed and evaluation of this data reveals that the pt had osteoarthritis. The x-rays were reviewed and indicate that the implant has a possible mismatch between flexion and extension gaps. Also, there is a possible overhang of the tibial plate in the posterior aspect. The surgeon states there appears to be no loosening visible in the x-rays taken on (B)(6) 2011. It is possible that the osteoarthritis could have affected the life of the product and resulted in loosening however, this cannot be determined conclusively. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.